Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a friend/family member of the patient regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient felt a really strong shooting, shocking sensation, and when they checked the device, the ins was off and they did not expect the device to be off. They hooked up the charger to the ins, and it showed the ins was 75% charged. What could cause stimulation to turn off was reviewed. It was reviewed a depleted ins or changing programs could have turned stimulation off. It was also reviewed a possible power on reset (por) could turn stimulation off as well. The event date was noted as (B)(6) 2021 (year valid). The patient representative also reported the patient felt like a "shock." They turned stimulation off, and two hours later, the patient was still feeling the shocking sensation. They said after more time went by, the shocking went away after some time. The patient turned stimulation back on, changed the program, and did not feel shocking. The caller said the patient had not seen a huge amount of improvement. When asked if the patient was getting a 50% reduction in symptoms, the caller said it went in spurts and was hard to tell. They stated the patient did not have a neurological condition, they said the patient could not hold it. The patient was in school, and their underwear were wet every day, so it was hard to know if the device was helping symptoms. They had tried all 11 programs they had access to, and did not notice a difference in symptom relief amongst the different programs. The event date was noted as (B)(6) 2021 (month and year valid). The patient was redirected to their healthcare provider to further address the issue. The option to turn stimulation off to see if symptoms changed was reviewed.